Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was due to component damage from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the foot control device had a high pressure leak. It was further reported that the manometer was defective, the hose was worn, the angle adapter was loose and there was an oil leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the serial number was documented as (B)(4) in the initial report. It has been updated as (B)(4) to reflect the correct information. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as july 10, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.